Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device stopped ventilating. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed.  Please reference updated section d1 brand name and section d4 catalog number that does not apply and should be removed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed a "compressor failure - 1001" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). Evaluation; the device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing without duplicating the report. Debris on the flow screens was noticed during internal inspection of the device which potentially could be related to the cyustomer report. The flow screens were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.